Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging modalities failed, mvs would not boot - black screen. Hard drive indicator momentarily flashes during post then nothing. Replaced mvs computer. Restored configuration. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the computer mvs server confirmed reported problem "will not boot". When mvs computer was powered on the bench, it booted up to a black screen. Replaced video card with a known good video card, mvs powered up as expected. The hardware investigation found that reported event was related to an electrical failure, the video card was defective. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that imaging system the mobile view station (mvs) would not boot up. No further details regarding this issue were provided. There was no patient present when this issue was identified.